Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event.

Manufacturer narrative:
The reported events of over-sensing, and no pacing were not confirmed. Visual inspection of the header did not find any anomaly related to the field concern. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further sensitivity evaluation performed at most sensitive settings found normal results. Additionally, output signal verification under field settings found all pacing parameters within normal range. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported, noise resulting in oversensing and pacing inhibition was observed on the device. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Manufacturer narrative:
Further information was requested but not received.